Event description:
It was reported that on the day following the implant procedure, a high, out of range pacing impedance measurement (>3000 ohms) was noted from this right ventricular (rv) lead. Diagnostic imaging was performed which confirmed a correct connection between the device and the rv lead. Boston scientific technical services were contacted and recommended rv lead replacement to resolve the event. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that on the day following the implant procedure, a high, out of range pacing impedance measurement (>3000 ohms) was noted from this right ventricular (rv) lead. Diagnostic imaging was performed which confirmed a correct connection between the device and the rv lead. Boston scientific technical services were contacted and recommended rv lead replacement to resolve the event. It was hypothesized that a lead fracture could have contributed to the out of range impedance, but this was not confirmed via diagnostic imaging. The physician elected to surgically cap and replace the rv lead to resolve the event. At this time, the rv lead remains implanted but capped and out of service. The patient was stable with no adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.